Event description:
The customer reported less than 3 mls of blood leaked from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protection equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the tubing through pinch valve vl57a was cut. The fse replaced the tubing and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).